Manufacturer narrative:
The customer reported problem was not confirmed. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4).